Event description:
It was reported to philips that the touchscreen was unresponsive when the device was powered on. This event was reported to have occurred during patient use. There was no patient harm reported. The customer reported they tried to turn on the device, but the touchscreen would not work. The device could be powered off using the nav-ring. The philips service engineer ordered a replacement touchscreen. Further information is pending.

Manufacturer narrative:
Following the evaluation of the device, the field service engineer replaced the touchscreen to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.

Manufacturer narrative:
The touchscreen was returned to failure investigation the touchscreen assembly was tested and no failures were identified.

Manufacturer narrative:
The issue was found while disconnecting the patient from the ventilator for the patient's prescribed breathing treatment. The device was exchanged for another vent after the patient's treatment.